Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during the leadless ipg implant procedure, several placements were attempted with bad threshold and sensing values. After approximately seven placements with not acceptable measurements the physician removed the leadless ipg and re-inserted, several different places attempted but there was no position with good measurements. The leadless ipg system was removed and replaced with a different leadless ipg system. No patient complications have been reported as a result of this event.